Manufacturer narrative:
The reported event was confirmed-manufacturing related. The reported failure was able to reproduced. The product had cause the reported failure. The failure was cause by the misuse of product. The root cause of this failure mode is could be "manufacturing related due to operator error/ rough handling/mechanical error". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[intended use & effect- efficacy] this device is an indwelling catheter in the bladder for urinary drainage and measurement of core body temperature. The surface of catheter is coated first with a trace amount of metallic silver, and then with polyurethane onto that, to inhibit proliferation of bacteria that may adhere to the catheter. [Directions for use] 1. Method of use the device is intended for single use only and is not reusable. 2. Precautions for use 1) cleanse the area around the external urethral meatus with the cotton balls immersed in the antiseptics. 2) lubricate the distal end of the catheter with water-soluble lubricant. 3) insert catheter into the urethral meatus and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a needle-less syringe, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon. 4) pull catheter to seat the balloon at the level of the bladder neck and secure placement. 5) connect lead wire to monitor through extension cable. 6) to deflate balloon and remove catheter, insert a luer tip (needleless) syringe in the inflation valve to allow the water to drain spontaneously. After balloon deflation, withdraw the catheter while confirming that no resistance is encountered. 7) when resistance is encountered in inserting catheter, stop the procedure and remove the catheter. 8) when deflating balloon, do not aspirate with a syringe by hands. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed.]. 9) do not stretch catheter as damage to or dislodgement of lead wire as temperature probe may cause improper temperature measurement. 10) when endoelectric surgery is performed, care should be taken to prevent burns in the local tissue. 11) do not wet the lead wire and the junction with extension cable. 12) this device is compatible only with monitors requiring ysi 400-series type temperature probes. 13) no substance except sterile water should be used to inflate the balloon. [If contrast medium is used, balloon may burst. If normal saline is used, crystallized salt may occlude the inflation lumen to prevent deflation of the balloon. If air is used, air may escape to cause inadvertent deflation of the balloon so that the catheter may come out prematurely. ] 14) do not wipe catheter surface with organic solvents such as alcohol. 15) do not aspirate urine through drainage funnel wall. 16) since movement of the body, etc. May twist or bend catheter to cause occlusion, care should be taken to fix the catheter securely. 17) when urinary flow cannot be noted, confirm that the catheter is neither occluded nor broken." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.

Event description:
It was reported that the probably urine leaked from the connecting part between the white lead wire and the thermistor funnel of the temperature sensing foley catheter on the day of use. Per follow up via jeongmi on 16nov2020, the user was not confirm that whether there was urine leakage or water leakage occurred on the foley catheter. There was no patient injury reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the probably urine leaked from the connecting part between the white lead wire and the thermistor funnel of the temperature sensing foley catheter on the day of use.